Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? The device was used on lung fissure. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st & 2nd. What other color cartridges were used before and after this event? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Need more force to open the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during an unknown procedure the device could not fire at 2nd stroke. The surgeon opened the device with the manual firing release lever and moved it out of the patient. Changed another reload and could not fire at the 1st stroke. The staff changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that the 6tb45 device was received in good visual condition and with a tr45g reload present. The reload was received fully fired and with the pan dislodged; additionally the cartridge spring lockout was noted to be missing. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device closed, fired and opened as intended. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.